Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the fiber to be broken within the white tubing at 4 feet and 11.5 inches from input connector, between input connector and control knob. The fiber was tested using a hene laser fixture, and aiming beam was visible at the location of break. The outer sheath exhibited no signs of melting. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. It cannot be determined if excessive bending occurred during shipping or preparation of the device. Based on the observed fiber brake within the white tubing finding, an evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the laser was started and as the surgeon pressed the foot pedal, there was a large flash of light and a portion of the fiber midway up was brightly lit. The fiber itself was not lighting up anywhere else and the light from the laser fiber burned a large, silver dollar size hole in the drape. The laser was immediately stopped and the fiber replaced. The procedure was completed using the replacement/second fiber. There was no patient injury as a result of this event.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. A device history record (DHR) review confirmed that the devices met all material, assembly and performance specifications. Based on a thorough review of the reported complaint, an evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the laser was started and as the surgeon pressed the foot pedal, there was a large flash of light and a portion of the fiber midway up was brightly lit. The fiber itself was not lighting up anywhere else and the light from the laser fiber burned a large, silver dollar size hole in the drape. The laser was immediately stopped and the fiber replaced. The procedure was completed using the replacement/second fiber. There was no patient injury as a result of this event.